Event description:
The customer reported receiving an e6 message on the display of their precision xtra blood glucose meter. As a result, the customer lost consciousness and had a seizure. The customer reported taking their normal diabetes medication. No emergent treatment was reported. No third party medical intervention was required. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: precision xtra meters are designed to display in e-6 message if the test strips are expired. However, the date setting in the meter was set incorrectly; therefore, the meter displayed an error message.